Manufacturer narrative:
(B)(4). The device was returned for analysis. The leak was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Per the xience alpine everolimus eluting coronary stent system instructions for use states: while introducing the delivery system into the vessel, do not induce negative pressure on the delivery system. This may cause dislodgement of the stent from the balloon. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a heavily calcified, heavily tortuous eccentric, 99% stenosed de novo lesion in the mid to proximal right coronary artery. Pre-dilatation was performed with an unspecified balloon dilatation catheter. The 2.75x28 mm xience alpine stent delivery system (sds) was advanced to the target lesion however, when negative pressure was applied, blood began to flow backward from shaft. The balloon had not been inflated during the procedure. The sds was removed from the patient anatomy and replaced with a non-abbott sds to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.